Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise which was oversensed. This led to pacing inhibition, but not asystole. The rv lead was surgically abandoned and replaced successfully. An x-ray and fluoroscopy were performed and the lead was found to have insulation damage near the suture sleeve. No additional adverse patient effects were reported.